Event description:
It was reported the patient expired shortly after the undersensing was observed. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. The patient did not receive programming changes prior to the death as the patient felt the cardiac rhythm issues were due to an acute metabolic disturbance. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 5.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.